Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to switch to multiple daily injections as a backup therapy.